Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 19312010, model/catalog description: linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patients leads were not working due to high impedance. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and wad doing well postoperatively.